Event description:
A customer reported experiencing issues with their pump's time settings, which had changed unexpectedly twice, leading to discrepancies greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. To address the problem, technical support assisted in updating the time settings and advised the customer to monitor the device and follow up if the issue recurred. The customer understood and acknowledged these instructions.